Event description:
The report indicated that the user had experienced "deep skin irritations" from wearing pods. Over a two week period, there were 6-7 pods that gave her skin issues. At her doctor's recommendation, she tried using tegaderm but this had little effect. The customer was taken to the ER with fluid drainage and pus and was given medications to treat the irritation. No product will be returned for eval.

Manufacturer narrative:
Product will not be returned for eval. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and was given medication to treat the irritation.